Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2005.

Event description:
It was reported that there was no capture, high impedance and loss of non-sustained ventricular tachycardia (nsvt) recordings due to noise on the right ventricular (rv) lead. It was noted there was a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.